Event description:
It was reported that the seatbelt in the trucks the patient drove was affecting the area around the implantable neurostimulator (ins) and this had been occurring for over a year. The ins was sitting in a bad position on the left side exactly where the seatbelt was. The seatbelt put pressure on the ins and he got a shooting pain down his left leg. This pain was present even when the ins was off. The area surrounding the ins was swollen and bruised; it was black and blue. He was given prednisone for this and turning the ins off did not help. When he was driving 10 to 11 hours a day and sleeping in bed in a truck it irritated the ins and created a red spot. The patient saw his healthcare provider (hcp) three weeks prior to the report and discussed it then. He thought if the ins was in a different location that would be the best solution. The hcp and manufacturer representative suggested turning the ins off while driving and a cushion over the ins. The cushion increased the pressure, but it kept the red spot from occurring. When the patient took a shower or bathed, one could see the area was puffy and bruised. He stated that the ¿rough roads beat him to death¿ and he had to do a lot of shifting because, the area around the ins was throbbing when he was bouncing around in his seat while driving. The ins was doing what it was supposed to do, which was keeping him from getting a uti. However, the patient would get a urinary tract infection (uti) if he kept the ins off and would need antibiotics, but he was allergic to certain antibiotics. Ten days later, the representative had spoken with the hcp and was waiting on the hcp to make a recommendation. No interventions related to ins placement or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
It was later reported that the manufacturer representative spoke with health care provider (hcp) who stated that he was going to call patient and recommend a revision to move device. The manufacturer representative had no further information on if this had been done or not.

Manufacturer narrative:
Product ID 3093-33, lot# v866737, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).